Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing was performed and no conductor fractures or internal shorts were noted. An x-ray of the lead revealed the helix assembly was normal and the inner coil inside the connector region of the helix was over torqued which is consistent with the implant procedure. The field report of high lead impedance was not confirmed.

Event description:
During procedure, the lead was positioned in multiple places with in the patient, in all of these positions the values showed and increased impedance. The lead was removed and replaced with a new lead, all values were good. The patient was in good condition with no adverse consequences.